Manufacturer narrative:
Additional narrative: conclusion and justification status: the complaint states total knee replacement. Impactor tip and handle broke during impaction of cementless attune femur. Outcome to patient good. The investigation could not confirm the failures mode as no devices were returned.. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. **addendum added 28 jun 2017**the complaint was reopened as the product was returned and confirmed that the lever had broken and the impactor had broken as well. The above conclusion remains valid. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement. Impactor tip and handle broke during impaction of cementless attune femur. Outcome to patient good.

Manufacturer narrative:
The complaint states total knee replacement. Impactor tip and handle broke during impaction of cementless attune femur. Outcome to patient good. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.